Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03-oct-2018 with the following findings: the audio bolus button cover was found to be intact; no damage was observed. During investigation, a leak test showed a battery compartment leak. The pump was opened evidence of moisture corrosion was found on the keypad connector display and transceiver boards. The complaint of the audio bolus response issue could not be adequately investigated due to moisture and an unresponsive keypad.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (abb tactile changes w/moisture) issue; the audio bolus button is allegedly under responsive and there is reportedly moisture in the battery compartment. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue can result in inadvertent or incorrect boluses which may result in over or under delivery.